Manufacturer narrative:
Section d6b: if explanted; give date: not applicable as lens was not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack on the intraocular lens (iol) optic after full implantation. The cracked iol could not be removed and remains in the patient¿s eye. There was no injury. There was no delay in treatment or other interventions performed. Patient postop outcome was good. No further information was provided.